Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the maryland bipolar forceps instrument was removed from the trocar and the customer observed that the steel wires of the instrument were tapered and cut. The risk of the issue was that it was possible that a piece had remained in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the maryland bipolar forceps instrument was inspected prior to use. The surgeon noticed that the instrument seemed to operate randomly during procedure. The instrument did not collide with other instruments or hard materials during surgery. No post-operative x-ray or ultrasound examination was carried out. The customer reported that there was less than a 15 minute delay due to the issue. There was no patient injury. There were no postoperative complications or re-hospitalization of the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The maryland bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end and the frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis.